Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection of vancomycin (1 gm, every 48 hours, intraperitoneal, at bedtime, ongoing), injection of meropenem (1 gm, stat, intraperitoneal, one dose), the next day patient was treated with an injection meropenem (500 mg, three times a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.